Event description:
It was reported that the epicardial left ventricular (lv) lead had high thresholds. The lead was capped and not replaced. It was further reported that the right ventricular (rv) lead also had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD implanted: (B)(6) 2011; 6935-58 lead implanted: (B)(6) 2011. (B)(4).